Manufacturer narrative:
Per tandem's user guide: if you drop your t:slim pump or it has been hit against something hard, ensure that it is still working properly. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer slipped and fell on the stairs, shattering pump touch screen. Subsequently, pump became unresponsive and insulin delivery was suspended. Touch screen was also reported to be illegible. Customer also reported that pump was alarming, though the exact nature of the alarm was unknown. There was no adverse impact to customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.